Manufacturer narrative:
Investigation was performed by our field service engineer (fse). The air gas module was replaced. The ventilator then passed all safety and functional tests and was cleared for clinical use. The replaced air gas module was kept by the user facility and could not be returned for investigation. The ventilator logs were downloaded. The investigation of the provided ventilator logs confirms the reported event of failed gas supply test during pre-use check. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Since the replaced air gas module was not returned for investigation, the root cause of the reported failed gas supply test has not been determined.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).